Event description:
Doctor reported a file separated in canal during procedure. The doctor stated, "I was instrumenting #7 and had determined the working length to be 26mm. I had reached working length with the 20/04 gt file and felt a I needed to again take the 20/06, as there was no resistance with the 04. I had just completed the pass and was removing the file when it separated." Attempt to retrieve the separate piece was unsuccessful. The doctor further commented, "I can see it, the top of it, and touch it with an explorer, but I couldn't get around it." A follow-up visit is scheduled, but as of this report the outcome is unknown.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. Device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. Further information regarding patient status will be provided if it becomes available.